Event description:
On (B)(6) 2013 it was reported that the vns patient has high lead impedance during a diagnostics test; output=limit/lead impedance=high/dcdc=7. The patient¿s settings were noted to be output=2.5ma/frequency=30hz/pulse width=500usec/on time=21sec/off time=1.1min/magnet output=2.75ma/magnet pulse width=250usec/magnet on time=60sec. It was reported that diagnostics had not been performed at the patient¿s last visit; it wasn¿t until the surgeon performed diagnostics during the consult visit that the high impedance was observed. No x-rays were being performed. It was stated that the surgeon was going to do a full revision. The patient underwent a full revision surgery on (B)(6) 2013. It was stated that the explanted products cannot be returned for product analysis as it is the hospital¿s policy to destroy all explanted devices. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Good faith attempts for further information from the physician have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.